Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an insulin pump error. The customer's blood glucose levels were 90 mg/dl at the time of the incident. Troubleshooting was performed, the insulin pump error was cleared. The same insulin pump error had occurred multiple times before. The insulin pump is returning for analysis.